Manufacturer narrative:
It was reported that a 3x150mm 155cm saber balloon catheter ruptured at six atmosphere (6 atm). Therefore, the saber balloon was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made from the right common femoral artery. A contralateral approach was made from the left common femoral artery. A non-cordis guidewire crossed the lesion and a saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There were no difficulty inflating the balloon during prep. The balloon inflate normally. The product was clinically used and will not be returned for analysis. The device was not returned for analysis. A device history record (DHR) review of lot 17398906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber balloon catheter ruptured at six atmosphere (6 atm). Therefore the saber balloon was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made from the right common femoral artery. A contralateral approach was made from the left common femoral artery. A non-cordis guidewire crossed the lesion and a saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for inflation. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.